Manufacturer narrative:
The event is currently under investigation.

Event description:
The chest drain in the upper chest looped full circle around the lung lobe and strangled the bronchi, however this is unlikely to have contributed to the patient's death. On (B)(6) 2015, a premature baby was born at a gestation of (B)(6) weeks. His mother had suffered from a placenta abruption which caused the premature birth. On (B)(6) 2015, due to his immature lungs the baby developed a left sided large pneumothorax which required a chest drain insertion, this drain resolved the pneumothorax and the drain was removed on (B)(6) 2015. The baby was also found to have extremely low levels of the clotting protein, fibrinogen. The chest drain in his upper chest looped full circle around the lung lobe and strangled the bronchi, however this is unlikely to have contributed to his death (1820334-2015-00787). The chest drain in his lower chest also looped full circle and damaged one of the large pulmonary artery branch leading to massive thoracic bleeding. As a result of the draining procedure carried out the pulmonary artery was inadvertently damaged and this resulted in fatal consequences (1820334-2015-00795).

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of complaint history, device history record, drawings, manufacturing instructions, quality control and instructions for use (IFU) was conducted during the investigation. The device was not returned to assist in the investigation. This is the only reported field complaint pertaining to lot 5864078. There were no nonconformances in the production of the set or the component catheter. There is no evidence to suggest that the device was not manufactured to specification. The catheter is manufactured from radiopaque polyurethane tubing to allow for visualization under fluoroscopy. The catheter is manufactured with markings on the catheter shaft indicating depth in 1 cm increments beginning 10cm from the proximal hub and ending to show the position of the proximal edge of the pigtail loop. The IFU states the intended use to be "the fuhrman pleural/pneumocardial drainage set (ppd-) is intended for evacuation of air from the pericardial sac or drainage of air or fluid from the pleural space. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard seldinger technique for placement of needles, wire guides, dilators and catheters should be employed. It also states under instructions for use step 4, "gently advance needle into the positive pressure area." Step 5, "verify placement into the pleural or pericardial space by aspiration of air or fluid into syringe. Remove syringe once placement is verified." The events stated in the coroner's report indicate that drainage was successfully achieved on multiple placements. In the case of placement of this complaint device, the report indicates that when this device was placed, the patient "was noted to have recurrent episodes of oxygen desaturations which improved when air was aspirated out of the existing chest drains." The coroner's report also states regarding this device, "the chest drain in his upper chest looped full circle around the lung lobe and strangled the bronchi, however, this is unlikely to have contributed to his death." Based on this statement, the patient's noted extreme prematurity, extreme low levels of the clotting protein fibrinogen and respiratory distress syndrome are noted contributing factors to the outcome of the case. The coroner's office ruled the death accidental. It should be noted that there are devices with the same intended use that may have been better suited for this case. A health risk assessment (hra) was used to assess risk and determine if additional risk mitigation activities are required. This is based on the probability of the hazardous situation leading to harm as well as the severity of the harm. Per the conclusion of the hra, it was determined that additional risk reduction measures are not required at this time. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
The chest drain in the upper chest looped full circle around the lung lobe and strangled the bronchi, however this is unlikely to have contributed to the patient's death. On (B)(6) 2015, a premature baby was born at a gestation of (B)(6). His mother had suffered from a placenta abruption which caused the premature birth. On (B)(6) 2015, due to his immature lungs the baby developed a left sided large pneumothorax which required a chest drain insertion, this drain resolved the pneumothorax and the drain was removed on (B)(6) 2015. Later the same day the chest drain had to be re-inserted into the upper chest due to the re-accumulation of pneumothorax. On (B)(6) 2015 the baby significantly deteriorated and required another chest drain to be inserted into his lower chest as a single drain was failing to resolve the pneumothorax. On (B)(6) 2015 the second chest drain was replaced to improve drainage. On (B)(6) the chest drain in the lower chest came out but was not replaced as the baby was clinically stable. From (B)(6) there were repeated episodes of clinical deterioration. On (B)(6) 2015 the baby was noted to have recurrent episodes of oxygen desaturations which improved when air was aspirated out of the existing chest drains. A second drain was inserted and soon after blood was oozing out of the chest drain. A trial of flow seal installation was given into the left pneumothorax to control the bleeding. The baby continued to have significant bleeding and further deteriorated and died at 22.45 hrs on (B)(6) 2015. The baby was also found to have extremely low levels of the clotting protein, fibrinogen. The chest drain in his upper chest looped full circle around the lung lobe and strangled the bronchi, however this is unlikely to have contributed to his death ((B)(4) (B)(6)). The chest drain in his lower chest also looped full circle and damaged one of the large pulmonary artery branch leading to massive thoracic bleeding. As a result of the draining procedure carried out the pulmonary artery was inadvertently damaged and this resulted in fatal consequences ((B)(4) (B)(6)).